Event description:
It was reported that the device was broken/damaged/unit had a broken knob. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced knob assy, flange gripper retainer, wiper seal, tube drive, internal frame, barrel clamp, latch. Calibrated. A review of the device history record showed the device had a manufacture date of 08sep2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked knob actuator assy 8110/8120. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn(B)(4) which confirmed similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced knob assy, flange gripper retainer, wiper seal, tube drive, internal frame, barrel clamp, latch. Calibrated. A review of the device history record showed the device had a manufacture date of 08sep2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked knob actuator assy 8110/8120.

Event description:
It was reported that the device was broken/damaged/unit had a broken knob. There was no patient involvement.